Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the following: beginning around (B)(6) 2009, patient began suffering from severe leg pain. Patient was contacted by her orthopaedic surgeon after the recall. The surgeon concluded that patients hip implant had failed and needed to be replaced. On (B)(6) 2011, patient underwent the first phase of her revision surgery to remove the asr hip components, which were replaced with spacers. She is awaiting the second phase of her revision surgery. Update: it was discovered that the sales rep reported this revision on (B)(6) 2011. The patient was revised because of infection.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient was implanted on (B)(6) 2007 and revised on (B)(6) 2011. It is not likely the devices contributed to the reported infection close to 4 years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.